Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle fell off the handpiece while making cuts. Proceeded without handle for remaining cuts. Tka case.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that handle fell off the handpiece while making cuts. Proceeded without handle for remaining cuts. Tka case. Product evaluation and results: "visual inspection: visual inspection revealed no physical damage. The handle was properly attached to the handpiece when investigated. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. " product history review: device history records indicate (B)(4) devices were manufactured under lot k0aes and (B)(4) including 4203055 were accepted into final stock on 10/30/2017.no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063,prodex lot k0aes shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not de duplicated. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4).

Event description:
Handle fell off the handpiece while making cuts. Proceeded without handle for remaining cuts. Tka case.